Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the impedance of the rv pacing lead was beyond the expected upper range, there was an r-wave amplitude measurement issue, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture, low sensing values, and high pacing impedance. A possible fracture was noted via x-ray under the sleeve. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.